Manufacturer narrative:
Results: the penumbra system 5max ace reperfusion catheter (5max ace)was fractured approximately 1.0 from the hub. The 5max ace was stretched approximately 121.0 cm from the hub. Conclusions: evaluation of the device revealed the 5max ace was fractured in the proximal region. This damage is likely a result of forcefully retracting the 5max ace at an angle against resistance. Further evaluation revealed a small stretched region in the distal region of the catheter. This damage is likely where the catheter was pinned within the patient anatomy resulting in the resistance experienced by the physician. Penumbra catheters are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a thrombectomy procedure in the right middle cerebral artery (mca) using a penumbra system 5max ace reperfusion catheter (5max ace). During the procedure, the physician advanced the 5max ace to the target site using a non-penumbra catheter and started to aspirated thrombus. After three passes using the 5max ace, the physician decided to change treatment methods; therefore, the physician attempted to remove the 5max ace. However, while retracting the 5max ace, the physician experienced resistance and the 5max ace fractured at the proximal shaft. The physician was able to pull out the entire 5max ace and then completed the procedure using a non-penumbra stent retriever. There was no report of an adverse effect to the patient.